Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified left circumflex artery. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during the first dilation 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 5mm from the tip and approximately 6mm long. There is a partially flattened inflation and guidewire lumen 13.6cm from the tip. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Review of the product indicates the rated burst pressure (rbp) of the complaint device is 12atm. The reported information indicates the device was inflated to 10atm; therefore, there is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified left circumflex artery. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during the first dilation 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.